Event description:
The customer contacted stryker to report that their device unexpectedly powered off twice during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue. Stryker replaced the device's power pcb assembly and battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off twice during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided stryker with all of the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.